Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced residual energy on the right atrial (ra) lead channel post shock that caused the device to then oversense the minute ventilation (mv) signal. The device remains in service. No additional adverse patient effects were reported.